Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, which could not be cleared due to an unresponsive keypad. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. He stated that he had not been pressing any buttons when the alarm occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to all buttons had flatten dome switch. No button error alarm noted during testing. The device had cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, and cracked reservoir tube lip.